Manufacturer narrative:
(B)(4). Date sent: 08/04/2016. (B)(4). The analysis results of the el5ml device found that it was received with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed fifteen conforming clips; however, the clips were fed intermittently. In addition, the lockout mechanism was non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue and the failure of the lockout feature. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that the doctor was performing a laparoscopic cholecystectomy and the clips wouldn't deploy from the clip applier. A second clip applier was used to complete the procedure with no consequence to the patient.